Event description:
During a low anterior resection, the anvil head was placed in the proximal bowel in the usual fashion. The body of the device was introduced transanally and the trocar extended. The anvil was attached and the unit was closed until the gap closure gauge was in the green range. The assisting doctor tried to fire the instrument and was unable to, due to significant resistance from the firing lever. The unit was opened slightly and closed again and fired, this time using two hands to overcome the resistance. The result was two doughnuts and partially fired staples on the anterior side of the anastomosis. A diverting colostomy was created to complete the procedure.